Event description:
It was reported to boston scientific corporation that a rotatable medium oval medium snare was opened for use during a procedure performed on (B)(6) 2014. According to the complainant, during preparation, a functional check was performed and it was found that the snare loop would not extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Investigation result of flare detached. Investigation results: visual evaluation of the returned device found that the flare has detached, also the wire and catheter near the proximal section was kinked. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the detached flare prevented loop extension. Manipulation of the device during preparation likely caused the kinks in the wire and sheath. Application of extra force to extend the loop may have caused the flare to detach. Therefore, the most probable root cause of this issue is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.